Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but 1 video was provided by the customer for investigation. The video was reviewed and the indicated failure mode for stopper creepout with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® serum blood collection tubes experienced stopper creepout or loose closure after use. This event occurred 1000 times. The following information was provided by the initial reporter: the customer stated "when the customer re-capped the hemoard (that was opened for diagnostic testing), it opens on its own. Has a loose cap.¿